Event description:
It was reported the 30 mm drill broke during normal usage. No additional information.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of photos. Visual examination of the provided picture identified the drill bit had fractured in two pieces, and was covered in bio debris. No further evaluation can be made from the provided picture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.